Event description:
Emergency medical service personnel were attending to a pt, condition unknown. During an attempt at administering defibrillation therapy the device allegedly would not discharge on the first attempt. The operator reported that after approx 15 seconds the stored energy dumped internally. The second countershock was transferred successfully, however on the third attempt, the device would not discharge again. A backup device was obtained and used to continue treatment to the pt. Pt outcome was not reported.